Manufacturer narrative:
H10: a field service engineer (fse) went onsite and confirmed the reported issue. The fse entered diagnostic mode and the air delivery flow accuracy test verified the accuracy of the air flow sensor and function of the blower. The fse then replaced the flow sensors and confirmed the reported issue was resolved. The fse replaced the flow sensors to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was an abnormal tidal volume. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit had an abnormal tidal volume. The rse recommended to the customer to check the flow sensor. Repair is currently pending.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).